Manufacturer narrative:
Medtronic received additional information that changed the event description and device relatedness of this previously reported event. There is no evidence to suggest the device caused or contributed to a death or serious injury. Per the physician, insertion of the guidewire caused moderate central regurgitation and hypotension due to the implantation and the orientation of the previously implanted surgical valve. The ventricular fibrillation was also caused by the insertion of the guidewire as well as the hypotension. Per the physician, there was no direct causal relationship between the delivery catheter system (dcs) and the hypotension and central regurgitation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product was returned.  Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, in a patient with a steep aortic arch and aortic angle and a previous surgical aortic valve (non-medtronic), the delivery catheter system (dcs) would not advance to the intended implant position. The position of the guidewire was changed, the dcs insertion angle was adjusted and manipulated, torque was applied to the dcs, but due to the presentation of acute aortic regurgitation, hemodynamic collapse, and ventricular fibrillation, percutaneous cardiopulmonary support (pcps) was initiated and the hemodynamics stabilized. The procedure was abandoned and no valve was implanted. No adverse patient effects were reported.